Event description:
A nurse reported a corneal burn around the main incision site during a cataract procedure. The procedure was completed with no delay. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).